Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the patient's repositioning, the cvc brown hub at the connection point with the tubing came off". The device was replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen PICC catheter for analysis. Signs of use were observed, and the distal end of the catheter body appeared to have been intentionally severed. Visual and microscopic analysis confirmed that the distal extension line was separated from the luer hub. Molding features were observed within the separated luer hub. The fracture surface of the extension line appeared rough and jagged. The outer diameter of the distal extension line measured 0.087", which is within the specification limits of 0.084"-0.088" per distal extension line extrusion product drawing. The inner diameter of the extension line measured 0.057", which is within the specification limits of 0.055"-0.059" per distal extension line extrusion product drawing. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through investigation of the returned sample. Visual and microscopic analysis revealed that the distal extension line was separated from the luer hub, with portions of the extension line visible within the separated luer hub. The extension line surface appeared rough and jagged at the point of separation. This type of separation is consistent with previous molding-related issues. However, the customer's report that the extension line separated "during the patient's repositioning" suggests that undue tensile force may have caused or contributed to the damage. Due to the possibility that manufacturing factors may have contributed to the failure, the manufacturing team will conduct further investigation. Multiple factors could have led to the observed damage, including manufacturing molding variability and/or unintentional handling error; therefore , the root cause remains undetermined at this time. A non-conformance has been initiated to facilitate a detailed root cause investigation at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the patient's repositioning, the cvc brown hub at the connection point with the tubing came off". The device was replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".